Event description:
It was reported the system was rebooting on its own. No pt. Injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended.